Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of rsd/causalgia - complex regional pain syndrome and spinal pain. It was reported that the patient was having poor communication. The patient repositioned the antenna. It was noted that the wires in the recharge antenna were showing. The patient also reported that it takes ¿all night¿ to charge the ins, and they usually fall asleep on it. It was reported that the desktop charger had a broken/bent/loose connector pin. The patient had an extra desktop charger that they could use to charge the ins recharger (insr). No symptoms or complications were reported.